Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies to address the issue. Customer's blood glucose (bg) was 551 mg/dl. Elevated bg was addressed by a correction bolus via the pump. On (B)(6) 2025, the customer went to the emergency room and was ultimately admitted to the intensive care unit for the elevated bg. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Customer was released from the hospital on (B)(6) 2025. Tandem technical support (tts) performed a system check and the pump is functioning as intended.